Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump was unable to perform the excessive no delivery alarm due to prime anomaly. No motor error alarm. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during prime. It was reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 297 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.